Event description:
The lay reporter contacted lfs on (B)(6) 2010 alleging that her daughter's one touch ultra2 meter does not power on. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the reporter and sent a letter to obtain further clinical info: the reporter mentioned that on (B)(6) 2010 at around 7:30-8 pm, the pt noticed the meter would not power on. The pt continued to take her usual dosage of medication. Approximately 12 hours later, the pt exhibited "high blood sugar levels" and was tested on a freestyle meter on (B)(6) 2010 at 8:30 am and obtained a result around 300 mg/dl. The pt was treated with insulin; however, the reporter was unable/unwilling to verify whether the pt treated themselves with insulin, or whether someone else treated them with insulin. This is not the first time the product is being used. The reporter denied any misuse of the product. The meter does not power on by pressing the power button. The batteries did not need to be replaced per the owner's booklet. Issue was not resolved via training. The product was replaced. No further clinical info was provided. It would have been helpful to know the exact symptoms, readings prior to the power issue and who treated the pt with insulin. The complaint is being reported since the reporter alleged that due to the meter not powering on, the pt developed symptoms of high glucose and was treated with insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.